Event description:
It was reported that the patient developed an infection of left achilles two weeks out from a suture bridge. (B)(6). Surgeon performed two acp (autologous conditioned plasma) injections. Patient is a diabetic and has developed (B)(6) and is being treated with (B)(6). Non smoker, with no known allergies. His blood sugar level is high and he was on oral insulin but now requires injections. Patient will be moved to a wound care center.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because other message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.